Event description:
Upon attempted implant "1st catheter sheared off, approx 1 inch remained in pt." Another catheter was implanted on the same date. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.